Event description:
Device is not equipped with a "failsafe" means of hooking it up. This creates the potential for tubing to be placed wrong, even after training by the co's rep. Pt found unresponsive. Rr 6/min, bp 80/40 diaphoretic. Received 50 mg of ms in 45 cc ns per pca over 6 3/4 hr. Pca tubing put in machine wrong so pt received all of IV in 6 3/4 hrs. Pca discontinued. Pt given narcan 0.4 mg x 3 doses.